Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the mini usb cable for his onetouch verio iq meter was damaged. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unwilling to provide additional information during a follow-up call. The patient reported that the alleged hardware issue began on (B)(6) 2016 at 6:30pm. The patient informed the csr that he manages his diabetes with oral medication (metformin), diet and exercise and claimed he took more food and/or drink in response to the alleged issue. During the call, the patient reported developing symptom of a "headache" due to the alleged issue and claimed he attended the clinic on (B)(6) 2016 at 3:45pm where he received a "prescription". Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. The medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.